Event description:
Some of the 3-inch wooden stick cotton-tipped applicators in this pack are missing cotton, have not enough cotton or have loose cotton on the tip. Customer is worried the cotton can get stuck or lost when the surgeon tries to isolate the eye muscle.